Manufacturer narrative:
The investigation found that the initial result of 26 u/l was accompanied by an invalidating data alarm (>abs). This result, including the alarm, was sent to the host. Due to the test's configuration with automatic rerun and the ">abs" alarm triggering a repetition, the instrument performed a rerun with dilution, resulting in 9 u/l, which was sent to the host. The investigation determined that the customer's laboratory information system (lis) may not be configured correctly to interpret this specific data alarm (>abs). The instrument functioned as per its configured rerun protocols in response to the alarm. The investigation found no issues with the instrument software, hardware, or test application. The discrepancy in reported results is attributed to a lis configuration issue regarding data alarm interpretation. The investigation did not identify a product problem.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for alanine aminotransferase acc. To ifcc (alt) on a cobas 8000 c 702 module the initial result was 26 u/l. The repeat result was 9 u/l. The repeat result was believed to be correct.

Manufacturer narrative:
The alt reagent lot number and expiration date were not provided.